Event description:
It was reported to baxter singapore that the tubing near the chamber of a vented paclitaxel set was found to be leaking when primed with an unknown sodium chloride solution. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received in a plastic bag for evaluation. Visual inspection did not reveal any defects. A gravity test was performed, and the filter was found to be cracked, leading to leakage of the administration solution. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.